Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6), 2012. During the procedure, the surgeon noted external rotation when using the guides. Additionally, a drill pin fractured in the patient's femur and had to be removed. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Device will be forwarded to supplier manufacturer for evaluation. Upon receipt of the evaluation, a follow up medwatch will be submitted to the FDA. Evaluation of planning and procedures determined the performance specifications of the device were achieved. For the investigation, the device history record was examined. Based on this information, an inaccurate position for the femur bone according to the hip was found. This position influences the femur implant rotation and it is possible that the femoral rotation could have been inaccurate but not more than 2 degrees. The root cause could not be determined. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00878).

Manufacturer narrative:
This follow-up report is being sent to correct the initial medwatch, originally, it was stated that the device had been returned and was in the process of being evaluated, but the device was not returned.